Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 325 mg/dl. The customer treated with bolus. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was 187 and 202 mg/dl. Customer stated that pump has been asking for blood glucose required and she has been calibrating and calibrating and it keeps asking for another blood glucose. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was unable to complete troubleshoot. The product was not returned for analysis.